Event description:
It was reported that the permanent implant procedure was aborted due to dura puncture. The patient was put under general anesthesia. The paddle lead was discarded by the medical facility. Additional information was received that the patient was experiencing multiple symptoms including drop foot, urinary and bowel incontinence, and abdominal pain.

Event description:
It was reported that the permanent implant procedure was aborted due to dura puncture. The patient was put under general anesthesia. The paddle lead was discarded by the medical facility.